Event description:
Reporter stated her breasts were implanted on (B)(6) 2012. The adverse symptoms began the beginning of 2019. She experienced chest pain and thought it was a heart attack, however after a full work-up from the hospital amounting to (B)(6), it was confirmed she did not have a heart attack. The reporter also experienced arm pain, elbow pain, tingling sensation, pins and needles, loss of fine and gross motor skills, and poor circulation evidenced by cold extremity. In (B)(6) of 2019, she had an MRI confirm that her right implant was ruptured. Reporter stated she also experienced several; other symptoms the she initially sis not correlate with her implants, including shingles. She believes her body is.